Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/8/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, revision surgery, decreased range of motion, decreased mobility, increased risk of dislocation and additional revision surgeries, metal toxicity and a spontaneous fracture of left hip in 2014. Medical records reported that patient twisted his left hip while on his boat and collapsed to deck of boat with a periprosthetic fracture of the greater trochanter that was minimally displaced and treated without surgery. Revision surgical records reported cystic erosion changes, significant effusion, foreign body synovitis with brown and black staining, corrosion, and ostoelysis in bilateral hips. Pathology reports noted chronic inflammation and chronic metallosis from bilateral hip tissue. There were no metal ion lab result reports within medical records reviewed at this time. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 27, 2016.

Event description:
Patient was revised to address a pseudotumor, osteolysis, and bone fracture of the greater trochanter. Upon revision corrosion was noted. Update rec¿d: 12/17/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information to report at this time. The complaint was updated on: 01/12/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/18/2016: litigation received. Litigation also alleges pain, discomfort, elevated metal ions, and inflammation. There is no new information that would change the existing invesigation.this complaint was updated on:1/25/2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).